Event description:
The customer reported experiencing high and low blood glucose for a month. The blood glucose reading at time of call was 235 mg/dl. Troubleshooting was performed. The time and date of the device were correct. Ran a fixed prime and passed. The customer stated that she believes the insulin pump has a mechanical problem and sometimes it delivers too much insulin. The customer would like to have the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.